Event description:
Reporter alleged the lancet that is a part of the sofclix lancing system used in finger-stick blood glucose testing would not retract and protrudes beyond the device cap. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.